Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012.

Event description:
Device was returned for service. During service, technician indicated the technician found that the device was defective and that the motor was overheating. This is report 1 of 1 for (B)(4).